Event description:
Device malfunction: failure to deploy-thumb advancer, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after unspecified procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. The safety release slider was activated retracting the locator wings. The device did not release from the tissue tract and required counter-traction with an assertive pull for removal. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Additionally, six unopened sterile starclose se devices, from the same lot number, have been returned for eval. Investigation is not yet complete. A follow-up report will be submitted with all add'l relevant info.